Event description:
It was further reported that the patient's qualifying condition was an acute myocardial infarction. There was 40% left ventricular ejection fraction and timi-0 pre-index procedure.the patient was discharged on plavix and bayaspirin. 496 days post-index procedure, in-stent restenosis was discovered in the proximal left anterior descending and pci performed. The patient did not have any ischemic symptoms. The 90% stenosed lesion with reference vessel diameter of 3.50mm and length of 40.0mm was treated with balloon angioplasty and non bsc stent deployment. Residual stenosis was 0. Timi-3 flow was retained throughout the procedure. The patient was discharged the next day.

Event description:
Clinical study. Same case as 2134265-2009-02718. It was reported that following a coronary artery stenting procedure, the patient experienced restenosis. The lesion being treated with a 2.6mm, 100% stenosed, 25mm long portion of the proximal left anterior descending artery (prox lad). The physician treated the lesion with pre-dilation using a 2.0x20mm balloon at maximum 6 atms. The physician then successfully placed two taxus express2 study stents (2.5x16mm at maximum 20 atms and 2.75x28mm at maximum 12 atms) in the target lesion. Post-dilatation was performed using a 3.0x20mm balloon at maximum 20 atms. Post-ivus was performed. The stent was well positioned and well expanded with no residual stenosis. There was no gap between these stents. The patient was discharged 7 days later. About 277 days after the index procedure, restenosis was confirmed. Prox lad=50% stenosis; mid-lad=90% stenosis. Percutaneous coronary intervention (pci) was performed 35 days later. An unknown size and type balloon catheter was used for the procedure. The patient was discharged the next day on plavix and aspirin.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The most probable root cause classification is anticipated procedural complication.